Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the pump keypad cover peeled off and that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be completely detached from the pump. During testing, the contrast and ok keypad buttons were unresponsive; all other keypad buttons responded properly. The keypad flex was observed to be damaged at the contrast button. The audio bolus button could not be tested due to the keypad button issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.